Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission nose was observed. Patient later presented in clinic and noise was noted on right ventricular (rv) channel of pacemaker. Interrogation revealed noise on both rv and left ventricular (lv) channel of the pacemaker which physician suspected to be due to myopotential oversensing. The patient was stable and will continue to be monitored.